Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the sys was not booting up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.